Event description:
It was reported that the threads broke off while back slapping the extraction handle when trying to remove a redapt stem. No delay and back-up device was available.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure modes. The tip of the threaded end of the base fractured off the extractor joint, rendering it inoperable. The tip was not returned. The plastic bushing on the extractor was also damaged. The plastic handle fractured on the removal handle and all pieces were returned. The devices were manufactured in 2013 and 2017 and exhibit signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.